Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, the motor drive unit was not spinning or grabbing correctly. No further information was known.

Manufacturer narrative:
Date sent to the FDA: 11/19/2007. The actual device involved in this event was returned for evaluation. The visual inspection found a dent in the front case due to an obvious impact and the pneumatic switch on the rear panel was loose. The dent in the front case is cosmetic and does not require restoration. The evaluation could not duplicate the reported symptom that the unit was not spinning or grabbing correctly. The unit functioned as required with the test handpiece and torque stall.